Event description:
The patient will be revised due to stem breakage. Revision will be performed in near future. Date is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product is not sold in the united states. No MDR is required.

Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.